Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead became dislodged. It was noted that it was difficult to place the lead due to patient anatomy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.